Event description:
Reported status: serious injury/medical intervention. Reporting rationale: balloon rupture/separated shaft requiring medical intervention. Device issue: balloon rupture/shaft separation. It was reported that resistance was felt during advancement to the lesion, which was in a very tortuous cx that came off a graft. The balloon was inflated to 20 atm (above rbp) and the balloon ruptured. During removal of the device from the patient, the distal shaft (from the marker forward) of the device was left in the patient; however, it was able to be removed successfully with a snare device. The patient did not experience any adverse effects and the result of the procedure was good. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood visible on the hub, hypotube, and in the inflation lumen and guide wire lumen. There was contrast visible in the inflation lumen. There was a radial rupture in the balloon 1.2 cm distal to the proximal seal. The balloon separated at the rupture site. The distal separated portion of the balloon was returned frozen on a snare device. The separated portion of the balloon was bunched. The guide wire lumen was separated 22.2 cm distal to the guide wire exit notch. The distal separated portion was still attached to the tip of the balloon and returned frozen on the snare device. There was a kink in the inflation lumen 1.1 cm distal to the guide wire exit notch. There were several kinks in the hypotube. There was no other damage noted to the balloon catheter. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.